Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The information in initial MDR 0003015876-2025-02498 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming. A stryker service representative evaluated the customer's device and determined the cause to be due to depleted battery.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on when opening the lid. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.